Event description:
It was reported that since implant, the patient had not had therapeutic effect. The patient first tried program 4 for one week, she was on 0.8 v, and then increased it to 1.2 v. The patient then tried program 3 at 1.0 v and stayed there. The patient felt the fluttering of stimulation between her vagina and rectum. It was noted that one time the patient turned stimulation up too high and it felt like a jolt. The patient was implanted for urinary control, including urinary incontinence and overactive bladder. It was noted that when the patient would stand up, she had leakage. It was indicated that the patient¿s trial was successful with 50% or better efficacy. Since implant, the patient had gotten 0% efficacy. The patient had her next appointment in just over three weeks. Follow-up information received reported that the patient had concerns regarding her device or therapy and received assistance from her manufacturer representative and suggestions were offered. It was noted that the patient was still having concerns regarding her device or therapy, but had not seen her doctor yet. An appointment date of (B)(6) was noted.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va08ezp, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a patient had the device removed because it didn't work for her. It was noted that the patient had the device for the bladder and had "20 other procedures that didn't work" and she needed a "new body." It was reported that the patient had tried botox, pills, patches, and injections and nothing worked. The reporter stated that the patient was implanted on (B)(6) 2014 and approximately four months after implant the patient had the device removed because it didn't work for her.